Manufacturer narrative:
Product event summary: an image file and the pscc100 catheter with lot number 0012979020 were returned and analyzed. The image showed an inverted spiral array on the catheter. During visual inspection of the spiral array, an inverted array was observed. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Testing to verify the integrity of the catheter sub-components did not reveal any other anomalies. In conclusion, the catheter failed the returned product inspection due to an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the loop catheter was not deploying into its ring shape and appeared deformed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.